Event description:
On (B) (6) 2010, pt reported her infusion device was alarming with an e4 (occlusion) error. Had pt disconnect from the infusion site and prime the infusion tubing; e4 (occlusion) error occurred. Had pt disconnect the infusion tubing and attempt to prime through the insulin cartridge; insulin did emerge. Had pt attach the same infusion tubing; received an e4 (occlusion) error message. Advised to attach a new infusion tubing and attempt to prime; prime was successful. Pt reported the e4 (occlusion) error began 2 days ago and her readings went up to 28-29 mmol/l (504-522 mg/dl). Pt's normal blood glucose range is 6-10 mmol/l (108-180 mg/dl). Pt stated she has been bolusing to try to bring her readings down but they keep going back up. Pt reported she had changed everything including her insulin, infusion set, infusion site and still the e4 occurred today. Pt stated the insulin is out of the same batch. Pt reported she has only had these concerns with this batch insulin. Pt stated she did have a new bottle of insulin. Advised to try new bottle of insulin to see if the repeated occlusion errors go away. Had pt prime the infusion tubing, place infusion device back in run mode; no occlusion error occurred. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.